Event description:
A report was received that the patient will undergo a lead revision procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision procedure. The patient only had a permanent implant procedure.

Event description:
A report was received that the patient will undergo a lead revision procedure with an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70e, serial/lot #: (B)(4), description: trial linear st lead, 70cm.